Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02385. It was reported that he patient's left lead had 2 contacts with high impedances. The patient noted feeling bilateral paresthesia on her ribcage when manufacturer representatives attempted to program the patient's system. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates, x-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken in (B)(6) 2024 wherein the left lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.